Event description:
It was reported that on (B)(6) 2022 , during a selenia dimensions procedure the c- arm continued to rotate after the button was released. No injuries reported to the patient or staff. A field engineer examined the equipment and replaced the c-arm rotary switch and tested the unit. The system met the manufacturer´s specifications. No other information is available.